Event description:
During verification testing at the service center, while plugged into ac power, when the power cable was flexed, small sparks were seen with smoke and a burning smell.

Manufacturer narrative:
During testing it was found while plugged into ac power, when the power cord was flexed, small sparks were seen with smoke and a burning smell. Further testing found the ac power cord had a small hole in the outer insulation near the strain relief on the female end of the cord and a broken internal wire. The broken internal wire made an intermittent connection when the cable was flexed causing sparks, smoke and a burning smell. The probable cause of the break in the internal wire of the ac power cord is bending of the ac power cord at extreme angles while in use in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.